Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient had migraines for 35 years and they got the device (patient called it an occipital stimulator) to help with migraines but the device wasn't really working to help with the migraines. Patient stated that they ended up getting it removed because it wasn't really working for them. Patient stated device was not removed due to normal battery depletion. Patient had device explanted, patient doesn't know exact date of removal and stated the device was removed quite a few years ago, at least 2 years ago if not more. There were no complications or that no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.